Event description:
According to the reporter: the pt suffered severe infection with suppurations (pus). The ivs mesh had been fitted in 2007. No further pt report has been presented by reporting person. Pt was seen by physician in 2008. Current pt status is unk.